Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that balloon withdrawal resistance occurred. The lesion was located in the distal circumflex (cx). The lesion was mildly calcified with an 80% stenosis. The lesion was 20mm long and had a diameter of 2.5mm. There was a significant bend in the lesion, close to 90 degrees. The lesion was concentric and was not rigid. The physician predilated the lesion with a 2.0x20mm maverick balloon. Immediately after predilation the % stenosis of the lesion was 0%. A non-bsc stent of unknown size was placed distally in the cx and then a 2.50x24mm taxus express2 drug eluting stent was deployed at 13 atmospheres for 15 to 20 seconds. The customer reported that "the artery straightened a bit when they looked at the film, it appeared that the balloon was pinched down and would not withdraw." The physician pushed the guide catheter in to retrieve the balloon successfully with no complications reported to the patient. "No other issues occurred, stent stayed in place and patient is fine."

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.